Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no changes that may have led the por message. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain and spinal pain. It was reported that the patient had an informational power on reset (por) message. Therapy had stopped due to the por. The patient was instructed on how to clear the por and was successful in clearing the por. No further complications were reported as a result of this event.